Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experience hypoglycemia. Customer's blood glucose value was 49 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer states since in auto mode insulin pump was not stop delivering micro boluses but was determined from sensor readings checked low management settings turned on alert before low. The insulin pump will not be returned for analysis.